Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. No anomalies were observed, the customer returned unused units. IFU testing was performed with no observed anomalies. Functional testing was performed and the unit was found to perform as intended and fulfilled the acceptance criteria. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential root causes for failure to disengage include device misuse by user, components may not withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring, drill used for multiple holes ¿ chatter/deformation of pin/slot interface due to inadequate material/dimensional attributes, drill allows to be set incorrectly, or incorrect specification of surface finish for inner/outer drill and pin.

Manufacturer narrative:
Additional information: dysfunction : the perforator (associated with midas motor) did not disengage when the unit approached the dura mater. Clinical consequences : perforation of dura mater with possibility of damaging the brain.

Manufacturer narrative:
UDI: (B)(4). Perforaor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
1 of 3 reports. Other mfg report numbers: 1226348-2020-00369, 1226348-2020-00370. A facility reported 3 events with 3 different perforators: 2 perforators did not disengage, reaching intracranial space and 1 perforator with early disengagement. No patient consequences. 3 perforators reported and 3 different lot numbers were provided, it is unknown which event corresponds with a specific lot number.